Manufacturer narrative:
Unit received unable to perform the displacement due to cracked bleeding lcd and dog chew marks. (B)(4).

Event description:
Information received by medtronic indicated that the screen was broken and cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.